Event description:
Feedback report (2) reported (B)(6) 2026: patient scheduled for peritoneal catheter reintervention with additional purse-string suture. Dr. (B)(6) wanted patient to have needle paracentesis just prior to the procedure to ensure that they were as dry as possible prior to reintervention. They underwent paracentesis and 1.7 l removed, in addition to the pump running at 1600 ml/day. As patient was being taken back to ir (interventional radiology) they described to ir staff 3-4 "shock like" sensations in the pump pocket region that were painful. Re-intervention (1) reported (B)(6) 2026: pc (peritoneal catheter) dislocated, accessing ascites will leave in place. Pump pocket assessed with ultrasound. Fluid found in the pocket and drained. Pc incision opened. Extra purse-strings with silk around pc to stop leakage. Looks like not leaking. First test cycles ok, subsequent drop downs suspected no ascites reachable. Prime mode disabled at end of the procedure. Follow-up (1) reported (B)(6) 2026: pump rpm's decreased on (B)(6) 2026 per order from dr. (B)(6) and discussion with (B)(6). Follow up with patient on (B)(6) 2026 and they report no "shock-like" sensations. Followed up again in person for data retrieval on (B)(6) 2026- and patient states that he has not had any further painful pump cycles. A few drop downs noted on data and patient denies any discomfort with cycles.